Event description:
Philips received a complaint on the heartstart xl indicating that the operational check failed, battery has no power. There was no patient involvement at the time the issue was discovered. Based on the information available, the cause of the reported problem was confirmed and traced to the battery failure. The reported problem was resolved by the customer, after replacing the battery, the device was successfully returned to service. The investigation concludes that no further action is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.